Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris syringe module syringe administration set was leaking the following information was received by the initial reporter with the following verbatim: there was a leak in the tubing at the site of the transducer. It was leaking medication below the pump. Ancef was infusing. Delay in infusion and tubing change was required. Treatment was able to be completed. Patient status unaffected.

Manufacturer narrative:
It was reported that there was a leak. One sample model 10014914 was returned for investigation. The set was examined for defects and abnormalities. The pressure disc film was ripped open. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, according to customer words the condition reported was found during the infusion, this led us to not be able to confirm that the condition reported is related to manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.